Event description:
It was reported that thrombosis occurred. The patient had a history of cerebral hemorrhage and hemorrhagic cerebral infarction and had been taking eliquis antiplatelet medication pre-procedure. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. The patient was placed back on the same dose of eliquis oral medication. At the 45-day routine follow up, transesophageal echocardiogram (tee) did not reveal any issues, so the patient was switched from eliquis to lixiana anticoagulant oral medication as planned. At the next follow-up tee on (B)(6) 2023, there were also no issues found so the patient was switched from lixiana to aspirin oral medication as planned. At the next follow-up tee on (B)(6) 2024, a device related thrombus measuring 10.8 x 18.1mm was visualized centered on the device screw of the closure device. The patient was re-prescribed lixiana. The patient was discharged. A follow-up tee is scheduled for 2 to 3 months later.